Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.